Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when tension was being applied to the device to extract the gall bladder from the incision site, the bag tore at the bottom of the bag (still inside the patient). The bag was pulled out of the incision site with the gall bladder falling through the hole at the bottom of the bag and back into the patient's abdomen. A second device was then opened and used to extract the gall bladder.